Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump alarmed button error and she was unable to clear it. Customer doesn't know blood glucose. Customer stated the only significant event she can think of was that she had the device on without the case. It was hot, she was sweating and the device started alarming. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.